Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experinced hypoglycemia and received a change sensor alert, and the customer reported a cgm(continuous glucose monitoring) issue and a set that was accidentally pulled out.. The customer experienced symptoms such as feeling hot and sweating at the time of the event. The customer blood glucose value was 34 mg/dl and hypoglycemia was treated with glucose/carbohydrate intake. The event involved product mmt-431aj, mmt-342, mmt-7040b, mmt-1884. Troubleshooting was partially performed for hypoglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event and it was unknown whether the auto mode feature was active or not at the time of the event. The customer reported low sensor glucose (sg) and blood glucose (bg) readings led up to the event. Troubleshooting was performed for product was not adhering issue and customer stated that the cause of the event was due to perspiration and non-serialized product being replaced. Troubleshooting was performed for sensor alerts. The customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. No further patient complications were reported. No product return was required for mmt-431aj, mmt-342, mmt-7040b, mmt-1884.